Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method, operator untrained in the use of the starclose se device. As stated in the instructions for use under precautions: the starclose se vascular closure system should be used only by operators trained in diagnostic and interventional catherization procedures who have been certified by an authorized representative of abbott vascular inc. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the reported event. In review of the reported second clip observed under the skin line, there was no information provided regarding whether this was the result of a prior procedure or second device used in this case. The report of a clip being deployed under the skin and not at the anterior wall of the arteriotomy, can be influenced by but not limited to: manufacturing, not stabilizing the device during clip deployment, maintaining device coaxial to tissue tract, not holding the device to maintain appositions, inadequate nick and spread, not raising the device 60 to 75 degrees or pulling the device out of the arteriotomy during vessel locator placement. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A sample is also taken from each lot for destructive functional test to verify the quality of the lot. Each device clip is inspected during clip loading to assure correct positioning; only one clip can be loaded during this process indicating a second device was deployed in this patient. Based on the reported information and the reported second clip/foreign body in the patient, appear to be user related and not a product quality deficiency. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. There was no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was achieved using a starclose se after a diagnostic procedure. Reportedly, the clip was deployed and hemostasis was achieved; however, a second clip was visible under the skin line. The clip was left in the patient at this time and the patient will return for monitoring. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the starclose se device; however, an untrained technician deployed the device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.